Event description:
It was reported that the right ventricular (rv) lead had measurements out of range. The lead was capped and replaced. Additional information has been requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported from follow-up received that the patient received inappropriate therapy due to oversensing and impedance measurement that was out of range. No further patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419478 implantable pacing lead, implanted: 2006 (B)(6); (B)(4) implantable cardioverter defibrillator, implanted: 2011 (B)(6). (B)(4).